Event description:
The user facility reported their system 1e was leaking water from the big blue filter housing assembly. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
A steris field service technician arrived, inspected the unit, and identified a vertical crack along the rib of the big blue housing assembly. The technician replaced the big blue filter housing assembly, tested the unit, and confirmed it to be operating according to specification.